Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6.

Event description:
New information received notes that the leads were explanted and replaced on 16 dec 2020. It was noted that the noise was oversensed on the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-16951. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right atrial and right ventricular leads. No intervention was performed. The patient was in stable condition.